Event description:
Caller alleged discrepant results (precision). Results as follows: set: 1; meter-inr: 2.6. Set: 2; meter-inr: 3.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: set: 1; meter-inr: 2.6. Set: 2; meter-inr: 3.1. Inratio meter: mean: 2.85; sd: 0.35; %cv: 12.41. Since 12.41% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned. No further investigation will be required.